Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing. Noise also appeared on the egm but was not reproduced with isometric testing. The device was reprogrammed. All lead measurements were stable and in range. The patient was asymptomatic.

Event description:
Clarification of event: post-paced t-wave oversensing was not observed on the lead as previously reported, it was attributed to the associated ICD. However, review of egms showed noise. The noise was not reproducible in clinic. During a subsequent follow-up, noise was observed again. Patient will continue to be monitored.

Event description:
New information notes that far p-wave oversensing was observed on the right ventricular lead. The lead was capped and replaced. The patient was in good condition following the procedure.